Event description:
Hcp reported via medwatch the patient went through a metal detector approximately 4 months ago and it shorted the system causing burning pain along the generator and lead track. The system was investigated and a short was suspected. The system was surgically explanted and replaced with a new system. No further information on location or details of the metal detector event were available at the time of this report.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow up report will be sent when device analysis is complete.